Event description:
Customer returned the device for evaluation and repair for issues of low angulation in all directions and image disappearing during angulation but getting restore as observed during inspection. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator observed during device evaluation.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital & research centre.. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. Customer issue of image disappears during angulation but returns was not duplicated. Low angulation and play was observed for the device. Other observations for the device are: connecting tube has a scratch; universal cord has discoloration; and distal end cover (c-cover) has a dent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however it was confirmed that there was a foreign object attached to the forceps base and the area around the forceps base. The foreign material was unable to be identified. It is likely that the procedure was not completely implemented, leaving foreign matter on and around the forceps table. Although the customer is trained per the instructions for use (IFU), the customer did not brush enough during reprocessing due to their patient load/time limitation. So, it is possible that device was not correctly reprocessed at the time of pickup of device for inspection.the event can be detected/prevented by following the instructions for use which state: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, e1, e2, e3, g2, g3, g6, h2, and h10. Foreign material found in the device could not be identified. Although customer is trained as per olympus training instructions for use (IFU), customer did not brush enough during reprocessing due to their patient load/time limitation. The device was not correctly reprocessed at the time of return. Possibility of device being used for a procedure while foreign material was present on the device cannot be denied. Customer does not have an /automatic endoscopy reprocessor.